Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 21 mmol/l at the time of the incident. Customer stated they were unable to exit the load reservoir process. Customer stated the rewind option displayed after an alarm. Troubleshooting was performed. Customer was advised that the insulin pump requires replacement and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device received error 38 during rewind and pump error 53 found in the device history due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind. No unexpected pump error 130 noted.